Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken monopolar yaw pulley at the posts. The instrument did not have any missing piece(s) as a result of breakage. The probable root cause of broken pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a yellow plastic part from the tip of 8mm permanent cautery hook (pch) instrument was missing thus, causing it to be stiff. The procedure was completed with no reported injury.